Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident at time of incident was unknown. Customer removed the reservoir and she felt like it was a little wet. Customer cleaned the inside and changed the reservoir and said it is coming better. Customer was advised that we sending replacement reservoir. Customer was advised to monitor pump.